Event description:
A non-healthcare professional reported that did not draw fluid on cutter and would not cut during the surgery. The other surgery details and patient details were unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).